Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from september 25, 2020 - september 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed a ruptured bladder and a detached pink coil cap. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the rupture could not be determined; however the most probable cause of the condition is a manufacturing related issue. The cause of the coil cap separation could not be determined; however, this issue does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured and the coil cap disconnected from the housing. The device was filled with unspecified solution and was left overnight. The next morning, it was observed that the coil cap had disconnected from the housing and the bladder was ruptured resulting in a fluid leak. This event was observed prior to patient use. There was no patient involvement. No additional information is available.